Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00mm x 12mm emerge balloon catheter was advanced for pre-dilatation. The initial inflation was performed at an unknown pressure and since dilation was not enough, a second inflation was made. However, on the second inflation at 10 atmospheres, the balloon ruptured. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the emerge catheter was received inside a carrier tube (hoop) within an emerge product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).